Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing discrepant results. There was no report of confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that the customer used too much solution and got a positive, took it again and got a negative.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer got a positive (result)¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿ took it again and got a negative (result). Customer also took a pcr test on the same day, about 12 hours later, and another a few days later; both pcr tests produced a negative result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing discrepant results. There was no report of confirmatory testing. There was no report of patient impact. Eua#: (B)(4). The following has been provided by the initial reporter: it was reported that the customer used too much solution and got a positive, took it again and got a negative.